Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had problems with her insulin pump. Customer stated that her blood sugar was really high last night because she thinks the pump was not working. Customer also stated that last night, her blood glucose level was over 600 mg/dl. Customer took a manual injection. Customer's current blood glucose level was 236 mg/dl. Customer declined troubleshooting for her high blood glucose level. Customer had a compromised force sensor system alarm on the pump. Customer stated that it may have been because she drops the pump sometimes. Customer did not press the drive support cap while connected. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The basic occlusion test and occlusion test could not be performed due to the alarm. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.